Manufacturer narrative:
H3, h6: the ndi camera polaris spectra, part number pfsr200027, intended for use in treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during set up for a navio-assisted surgery, a warning screen appeared while using the ndi camera polaris spectra. The procedure was completed with the same device without delays. The patient was not harmed.